Manufacturer narrative:
Device is a combination product. Date of event: used the first date of the month of the reported occurrence provided ((B)(6) 2019).

Event description:
Reported via voluntary medwatch # (B)(4). It was reported that shaft break occurred the target lesion was located in circumflex artery. A 3.50 x 12mm synergy ii drug-eluting stent was advanced over a 180cm non bsc guidewire but failed to cross the lesion. A second non bsc guidewire was added as a "buddy wire" and another attempt was made to cross the lesion but was unsuccessful. The synergy device was removed from the patient and laid out straight on the table off to the side. A 6fr guide liner was inserted for more support and the buddy wire was removed. The synergy device was then loaded back on the guidewire but during advancement, it was noticed that the shaft of the catheter did not look right. Upon removing the stent, the distal 60% of the stent shaft separated from the rest of the catheter, leaving approximately 40% in the patient with about 12 inches sticking out of the hub of the access sheath. The physician was able to remove the remaining portion of the stent catheter completely and the procedure was completed with a different device without any patient complications reported.